Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The iipv was confirmed in the logs, but not duplicated during pal evaluation. The cause was insufficient drain, one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The device will be sent to service area for servicing. This issue is being investigated through CAPA.

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with drain volume of 4027 milliliters (ml) during cycle 5. Probable cause: insufficient drain - one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold.